Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the emergency room for high blood glucose of 22.9mg/dl. It was stated the customer was treated with a manual injection of 5 units thirty minutes before the call. Troubleshooting was performed. The alarm history revealed multiple no delivery alarms since the day before while attempting to give a bolus. It was stated that the customer changed the infusion set and reservoir, which resolved the issue for about two hours. No further information was provided.